Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On july 2, 2018, it was reported that the first power supply did not power on the device and a second power source was used. During the procedure the dermatome produced an uneven graft. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4) screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the vdoc service portal. Medicrea has not previously repaired/evaluated electric dermatome power supply serial number (B)(4) as documented in the vdoc service portal. Product review of the electric dermatome by medicrea on july 16, 2018 revealed that the motor was out of service. The plug harness assembly was corroded and the switch was damaged. The lever was worn and the control bar was out of specifications. The air lever also did not conform. The device was within calibration specifications at all tested thickness settings and only outside of side to side specifications at the zero thickness setting. The service technician noted that the power supply need calibrated. Repair of the electric dermatome was performed by medicrea on july 23, 2018 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor, plug harness assembly, seal/strain relief, switch, lever, ball plunger, lever etched and control bar. Repair of the electric dermatome power supply consisted of calibration. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by medicrea it was noted that the power supply simply needed a recalibration. The motor on the dermatome was out of service and the switch was damaged. The device was within calibration specifications at all tested thickness settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the power supply simply needed a recalibration. The motor on the dermatome was out of service and the switch was damaged. The device was within calibration specifications at all tested thickness settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had an issue. The first psu did not power on therefore a second power source was used. During the procedure the dematome produced an uneven graft. There was only one dermatome in use. An alternate device was not used to complete the procedure. No patient harm was reported.